Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4). The device was returned and analyzed. No anomalies were found. Concomitant continued: 5086mri52 implantable pacing lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had a possible infection. The device was explant and was subsequently replaced. No patient complications have been reported as a result of this event.